Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Additionally, it was reported that the pump unexpectedly shutdown. Reportedly, the pump screen was frozen and the time/date were incorrect. Customer¿s blood glucose was 280 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.